Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8590-1, lot# n253364, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving lioresal 2000mcg/ml at 774.6 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2015, the patient was seen by their physician and the pocket appeared to be infected with drainage coming from the site. It also appeared the pump was eroding through the skin. It was unknown when this happened. No diagnostics were performed. The patient was admitted to the hospital for intravenous (IV) antibiotics. On (B)(6) 2015, a revision was done on (B)(6) 2015. The existing implanted pump pocket appeared infected. Cultures were taken but the results were unknown. The back incision was opened and the catheter was evaluated. The physician decided to implant new a catheter and tunneled to the opposite side of the abdomen where a new pump was implanted. The dose was decreased from 750 mcg to 100 mcg. The patient's status was reported as "alive- no injury." Additional information has been requested regarding when the patient experienced the infection, the results of the culture and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.